Manufacturer narrative:
Device is a combination product.   (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that there was a barb sticking up on the stent. The device never entered the patient's body and the procedure was completed with another 2.50 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent was damaged. Proximal stent rows 18-19 were damaged and the stent struts were lifted and pulled in a distal direction. The maximum crimped stent profile measurement is within specification. Stent damage most likely occurred due to handling of the device during preparation. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no damage. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the polymer extrusion. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During unpacking of a 2.50 x 38 synergy ii drug-eluting stent, it was noted that there was a barb sticking up on the stent. The device never entered the patient's body and the procedure was completed with another 2.50 x 38 synergy ii drug-eluting stent. No patient complications were reported and the patient's status was fine.